Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was on disconnected mode. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a failed network connection attempt between the station and the server. A technical support specialist contacted the customer and advised them to consult their hospital information technology (it) team to verify any network issues. Despite confirmation from the it team that no network issues were present, the specialist identified a network-related error in the log based on previous similar cases. Multiple attempts to ping the server at internet protocol (ip) address from the station resulted in no connection. The specialist communicated these findings to the customer and their it team, followed up with additional contacts, and reviewed the datasync log for further confirmation. After gaining access to the station, a full synchronization was performed, and the customer confirmed that login was successful and all errors were cleared. The system functioned as intended after the technical support specialist troubleshot the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was on disconnected mode.there were no adverse events or injuries reported based on this event.